Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the screws were removed because they were too long and causing pain to the lingual nerve.